Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2021 after a shock delivery. The ICD could not be interrogated using the inductive telemetry head, despite several repositioning attempts and though the leds of the programming head were green. As a result, another programmer was used, and the ICD could be successfully interrogated. Based on preliminary analysis, the reported impossibility to interrogate the ICD using inductive telemetry programming head could not be confirmed. However, communications errors, most probably due to a non-optimal placement of the rf head or excessive distance from implant, were observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient went to the hospital on (B)(6) 2021 after a shock delivery. The ICD could not be interrogated using the inductive telemetry head, despite several repositioning attempts and though the leds of the programming head were green. As a result, another programmer was used, and the ICD could be successfully interrogated. Based on preliminary analysis, the reported impossibility to interrogate the ICD using inductive telemetry programming head could not be confirmed. However, communications errors, most probably due to a non-optimal placement of the rf head or excessive distance from implant, were observed.